Manufacturer narrative:
Concomitant product(s): implantable pacing lead. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: osorom, lorson w, hirsh jb, mahlow wj. Use of an antimicrobial pouch/envelope in the treatment of twiddler's syndrome. Pacing clin electrophysiol. 2018;41136¿142. Https://doi.org/10.1111/pace.13259. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding using an antibacterial envelope. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was one patient, with a history of twiddler¿s syndrome, who developed bacteremia 45 days after the envelope was used. The patient¿s device system was explanted. The patient had a similar device implanted again, along with using a new antibacterial envelope. Further follow up did not yet yield any additional information. No further patient complications were reported as a result of this event.